Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemia event on (B)(6) 2025. The patient blood glucose was low for 30 minutes and was treated with glucagon shot other than insulin. The patient was advised to avoid exposure to any strong magnetic fields associated with mris (magnetic resonance imaging). No further information available.